Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has been experiencing increasing impedances. The impedances are high in both unipolar and bipolar. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was capped and replaced.